Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician called with concerns regarding the patient¿s syncope. The right ventricular (rv) lead was found to have oversensing with high rate non-sustained episodes. One t-wave oversensing (twos) was noted on stored electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.